Manufacturer narrative:
Due to character limit: e1(event site name): (B)(6). Nurse reported a large amount of condensation in the helium tubing of a patient with an axillary inserted balloon catheter, in place since awaiting heart transplant. Review indicated a dependent loop in the tubing. Straightening was recommended, after which the pump began clearing the condensation. The condensation resulted from improper tubing positioning and was not due to a iab malfunction. No patient harm was reported.

Event description:
It was reported by the customer via emergency support program line, that the intra aortic balloon (iab) sensation plus 50cc had condensation in tubing catheter restriction alarm. There were no patient harm or injury was reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field - h6 (medical device problem code).